Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. While unpackaging a mitraclip xt, the clip was observed to be inverted. Therefore, the clip was not used and replaced. A different mitraclip xt was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. The clip was ultimately implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.